Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. Unit had a scratched display window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 187 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.